Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The noise was too long in duration to program around, so no changes were made. The patient was stable and felt no ill effects.